Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 450 mg/dl, due to not completing a bolus delivery when prompted. Customer was treated with fluids, details were not provided. Customer was released with issue resolved. A replacement pump was sent to the customer.